Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during postpartum vaginal suture, a synthetic absorbable surgical suture for perineal laceration was used. The needle was broken and was reported immediately. The surgeon was able to retrieve the needle and suture the wound on time. In order to prevent further infection, the surgeon prescribed antibiotic and anti-inflammatory oral drugs. Two days later, the wound began to heal.